Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A patient was being positioned prone for a cervical fusion when the a1059 mayfield modified skull clamp slipped. The patient was not repositioned at any time prior to the slippage. A revision was not required, however, the patient incurred a "superficial" injury which required wound closure with staples. The patient did recover. Pins used during this procedure were mayfield a1072, disposable adult. The lot number of the skull pins which were used during the surgery was 1141738.